Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving compounded baclofen (unknown concentration and dosage) via an implantable infusion pump for spinal cord injury/spinal cord disease. It was reported that a "rotor stall" occurred and pump replacement was planned for sometime the week following (B)(6) 2018. Surgical intervention was planned but not scheduled at the time of the report. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if there was any diagnostics/troubleshooting performed. The actions/interventions taken to resolve the issue were unknown at the time of the report. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No patient symptoms were mentioned in the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The surgery was going to take place on 2018 (B)(6), however it was postponed due to the patient having been identified as having a urinary tract infection. The pump was later replaced on 2018 (B)(6). The motor stall occurred on 2018 (B)(6) and did not recover. No further issues were reported or anticipated.